Manufacturer narrative:
The account replaced the power supply board to resolve the issue.

Event description:
The account alleged the bed was flashing service required. The account found corrosion on the power supply board. No pt impact.